Event description:
It was reported that a coil embolization procedure was performed to treat cerebral aneurysm in a-com. While advancing the subject coil, physician felt resistance in the middle of the microcatheter. He was unable to advance or retrieve the subject coil and while doing so, the subject coil got prematurely detached. The subject coil was removed safely from the patients vascular anatomy. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
The device is not available to the manufacturer.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual/microscopic inspection: the main coil was seen to be detached. The main coil was seen to be kinked/bent and stretched. The coil delivery wire was seen to be kinked/bent. The coil introducer sheath was intact. Functional inspection: due to the detachment of the main coil, a functional inspection was not possible. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event 'main coil prematurely detached/separated during use' was confirmed during analysis. The reported event 'coil in catheter friction' and 'coil introducer sheath friction' could not be confirmed; however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The device was analyzed. The coil delivery wire was found to be kinked/bent. The main coil was found to be kinked/bent and stretched, and main coil was found to be prematurely detached/separated during use. An assignable cause of procedural factors will be assigned to the as reported 'coil introducer sheath friction, coil in catheter friction, as reported/ as analyzed 'main coil prematurely detached/separated during use, and as analyzed 'main coil kinked/bent' and 'main coil stretched', as the defects appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. An assignable cause of 'handling damage' will be assigned to the as analyzed 'coil delivery wire kinked/bent' as the defect appears to be associated with handling of the product or portion of the product upon removal of the product from the packaging.

Event description:
It was reported that a coil embolization procedure was performed to treat cerebral aneurysm in a-com. While advancing the subject coil, physician felt resistance in the middle of the microcatheter. He was unable to advance or retrieve the subject coil and while doing so, the subject coil got prematurely detached. The subject coil was removed safely from the patients vascular anatomy. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.